Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the patient, on (B)(6) , 2025, the patient experienced a headache, loss of consciousness and fell. An ambulance was called and when a fingerstick was taken the blood glucose reading was 19 mg/dl. No cgm reading was reported, but it was understood that the patient alleged this was inaccurate at the time of the event. The patient regained consciousness at the hospital and could not remember any medication given. It was not known how long the patient was at the hospital for, but it was stated that the patient was ¿hospitalized¿ for stabilize blood sugar levels. The patient experienced a black eye due to the fall. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.